Manufacturer narrative:
The device was not returned for evaluation. No device history record review was possible as the fg lot numbers found do not correspond to the nomenclature of integra in añasco. Since no unit has been received for evaluation, therefore, the complaint is unconfirmed. UDI number: (B)(4).

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg. Report number: 3006697299-2018-00082.

Event description:
A distributor reported on behalf of the customer that a c5601 cusa excel 23khz disposable wrench was found to have foreign materials on (B)(6) 2018. There was no patient involvement as the event occurred during incoming inspection. Additional information has been requested.